Manufacturer narrative:
The cartridge lot # was confirmed to be expired by product analysis on 07/07/2014.the device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter alleged that they had received expired cartridges. This complaint is being reported because the reported issue could potentially cause delayed or discontinued insulin pump therapy. There was no indication that the product caused or contributed to an adverse event.